Manufacturer narrative:
The sample was returned to the manufacturer for evaluation. Visual inspection revealed that the intraocular lens (iol) was returned in its original package. It was observed that the box was identified with serial number (B)(4), diopter 21.0, zcb00 model and the lens case was identified with serial number (B)(4), diopter 21.0, zcb00 model. Also, the labels stickers inside the folding carton box belong to serial number (B)(4). It was confirmed that sn (B)(4) claimed and s/n (B)(4) were sold to the same customer. During the inspection of the iol under microscope, it was observed surface residuals (fiber/particles) and stains on the lens. Also, one of the haptics was observed completely folded to the anterior side of the lens. The lens condition is consistent with a lens that was prepared for use. The manufacturing record was reviewed and no discrepancy related to quantity was found in all manufacturing operations presented in the production order. Based on the manufacturing record review, no deviation or assignable cause was identified for ¿labeling¿ due to customer claim. Therefore, the documentation shows that the production order was manufactured according to specifications. During the manufacturing record review no discrepancy related to quantity was found in all manufacturing operations presented in the production order; no deviation or assignable cause was identified for ¿labeling¿ due to customer claim and the documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that when a tecnis one piece intraocular lens (iol) was prepared for surgery the nurse noted the serial number on the box did not match the serial number on the device packaging. The serial number on the box was (B)(4). The serial number on the plastic case was (B)(4). There was no patient contact.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.